Event description:
User received discrepant potassium results for one pt. Initial result gave 300 mmol/l. Same sample repeated twice gave 5.4 and 5.5 mmol/l. The original result was not reported. The field svc rep determined occluded ise tubing to be the case. He replaced the tubing and both sample probes. Performance tests performed which were in spec.